Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had invalid cubie memory on the screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the invalid cubie memory. A field service engineer helped customer to recover a cubie packet, noted that it took longer than usual to start the main application, confirmed that customer was recovered on the main app, and reported that everything was functioning normally. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had invalid cubie memory on the screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.